Event description:
Rn left the pt's room after settling her in from pacu. Everything was intact at that time. A short time later rn was called to the room because the foley catheter had snapped off just above where the thick part of the foley attaches to the urine collection system.what was the original intended procedure?catheterization.device #1is this a laboratory device or laboratory test?no.